Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6) batch: 5123691/5123380.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. All device components were removed and were not returned.